Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
Evaluation summary: a review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. The customer did not return any samples for evaluation. Additionally, no photographic or visual evidence was submitted that would have allowed this allegation to be reviewed. Without the necessary evidence, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. No corrective action is required at this point. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation. There have been multiple similar complaints reported in the lot.

Event description:
Would not take sample on first try. Drew blank. Dr stated ¿they fire and you get blanks. Happened multiple times with multiple patients. These have occurred on high risk patients who have low platelets/lupus and high risk for bleeds and requiring multiple biopsies." There have been no required medical interventions.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.